Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable pulse generator (ipg) and right ventricular (rv) lead were extracted due to an infection. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.